Event description:
Procedure: nephrectomy. According to the reporter: during the case, the connected part of retractor was broken. The broken piece could be retrieved. Used other device. There was no additional bleeding, no tissue damaged, and operating room time was not extended more than 30 minutes. No patient info available.

Manufacturer narrative:
(B)(4). Initial report sent to the FDA on: (B)(6) 2010.